Event description:
It was reported that during the balloon cuff test the foley catheter was okay. After insertion, no urine flow was observed. After removing the catheter and checking, the tip was found to be blocked. Per notification from investigator on 07apr2025, difficult to deflate found during sample evaluation against the syringe.

Manufacturer narrative:
The reported event was confirmed as related to the returned syringe. Six photos were received for evaluation. The first photo shows a top view of one 3 way all silicone foley catheter and syringe. The second photo zooms at the catheter's funnel, evidencing a blockage in the drainage path. The next photo zooms in to the deflated balloon with some ridges. The following two photos show the catheter's cap: (B)(6) and the tray's label: myjr3083. The last photo is a handwritten note in native language. Received 1 all silicone foley catheter with syringe. Visually inspected the balloon and no physical defects were present. Inflated balloon with 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) with the returned syringe and it inflated properly. Attempted to deflate the balloon with the returned syringe, however it did not deflate passively. Inflated and deflated with in house syringe and the balloon deflated passively in under 5 minutes. Flushed water through drainage funnel and it did not flow through to the shaft; the drainage funnel is blocked. The returned sample does not meet specification as per inspection procedure which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warnings 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder or urethra may be injured. 2. Applicable patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients with known allergy to silver coated catheter this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.